Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, air leaked. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device, no device will be returning.